Event description:
It was reported that prior to starting a da vinci si hysterectomy procedure, the site experienced video loss in the left eye of the surgeon side console. With the assistance of an isi technical support engineer, the site attempted to troubleshoot by checking cable connections and restarting the system; however, the vision problem persisted. The patient was under anesthesia for 45 minutes when the surgeon decided to convert the planned procedure to traditional open techniques. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer (fse) concluded the 12v power supply to the left camera controller unit (ccu) was defective. The camera cable was also found to be shorted. Based on the system error logs, it was determined that the system error experienced by the site may be associated with defective doco units. The doco refers to the two camera controller units (ccu) that control the acquisition and processing of the image from the camera. One ccu is assigned to the surgeon's right side image (right ccu) and one to his left (left ccu). The system was repaired by replacing the affected docos and replacing the camera cable. The docos were returned to isi for failure analysis and the customer reported complaint was confirmed, troubleshooting revealed the problem was caused by the left ccus. As a result it was determined that the system error code was observed with the doco. As of june 28, 2012, there have been no reported recurrences of the issue at this hospital.